Manufacturer narrative:
Corrected data: manufacturer name, city and state.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. The instrument was not checked before use. The bedside pre-cleaning occurred in the examination room under five (5) minutes post procedure. Water was put through the instrumentation/suction channel with a suction pump and sucked until the aspirated liquid was clear. The forceps elevator was not moved to raise and lower three (3) times in the water during aspiration. There was no suction from both the first and second position of the suction valve. The air/water duct had been flushed with water and air using the air/water channel cleaning adapter, mh-948. The air/water channel and balloon channel were not flushed with water and air by using the air/water valve, maj-1444 and the air/water channel cleaning adapter, maj-629. The auxiliary water channel had been flushed with water. All reprocess accessories were without any defect. The pre-cleaning to manual cleaning was less than sixty (60) minutes. Leakage had been tested according to the instructions for use. Dr. Weigert mediclean forte detergent was used for manual cleaning. The brushed points were checked in the instrument / suction channel, suction cylinder port, and auxiliary channel. The detergent agent had been aspirated through the instrument / suction channel. The brush had been introduced into the instrumentation channel from the suction cylinder. The forceps elevator was not brushed. The flushed channels were checked. The flushing was performed with accessories as described in the in instructions for use (IFU). The forceps elevator was not operated up/down in the detergent solution. The forceps elevator was not flushed appropriately. The distal end was not flushed with the distal end flushing adapter, maj-2319. The automatic endoscope reprocessor (aer) used was an olympus etd double along with endodet detergent and endodis/endodact disinfectant. There was a clear system established to avoid any mix-up/cross-contamination of contaminated and reprocessed endoscopes/accessories. Droogkast was used for endoscope storage. The scope was stored for a maximum of thirty (30) days dry until the next procedure. If the scope was stored wet, a maximum of four hours and then cleaning disinfecting sterilization again. The handling of accessories conformed to the instructions for use. Olympus provided maintenance/repair of the scope. Olympus provided training on processing. The microbiological test of the patients was not available however the microbiological test result of the scope was available. The sample was taken from the instrument channel with a single rinse. The test was taken at the customer location. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during validation of the endothermo disenfector (etd) double, the working channel on the evis exera iii colonovideoscope still tested positive for bacteria. The instrument channel on the evis exera iii colonovideoscope tested positive for two hundred and seventy-five (275) colony forming units (cfus) of stenotrophomonas maltophilia. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. The etd double was working as intended. The field service engineer had tested a new different evis exera iii colonovideoscope during validation and the working channel tested positive for greater than one hundred (100) cfus. This complaint is related to patient identifier: (B)(6) (evis exera iii colonovideoscope, cf-hq190l).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The lm reviewed the users provided cleaning disinfecting and sterilization (cds) practices and noted the following deviation from the device instructions for use (IFU): during manual cleaning, the forceps plug mouthpiece and suction cylinder were not brushed. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few noted defects are as follows: due to deformation of flexibility adjustment ring, water tightness is lost, grip has a scratch, suction-cylinder has discoloration, switch box has a scratch, right/left knob has a scratch, up/down knob has a scratch, forceps channel port is deformed, scope connector cover unit has a scratch, scope connector case unit has a scratch, plug unit has a scratch, light guide cover glass has a scratch, due to wear of angle wire, bending angle in right direction does not meet the standard value, distal end cover is shaved, bending tube is damaged, connecting tube has a scratch, and the universal cord has buckling. These defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the positive culture was caused by the user's deviation from the device IFU. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.